Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of loss of capture were noted. The patient did not experience any symptoms. Programming changes were made. No new episodes were reported.